Event description:
It was reported that noise was recorded on this right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). The noise was oversensed, leading to pacing inhibition. Isometrics and pocket manipulation could not reproduce the signals. All other lead measurements were stable and within range. Technical services (ts) recommended reviewing device sensing settings based on the amplitude of the noisy signals. Further evaluation in clinic was planned. This device remains in service. No additional adverse patient effects were reported.